Event description:
It was reported that immediately after opening the package, when the device was attempted to be used, it was notice that the stylet was bent. Another device was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a bent stylet is confirmed but the exact cause could not be determined. One 4 fr s/l groshong clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation revealed little use residues throughout the returned catheter. The groshong catheter was returned opened without its original packaging. It was observed that the stylet was bent just distal of the metal cannula that attaches to the luer. The complaint of a bent stylet is confirmed, but the exact cause could not be determined due to the stylet being returned opened. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that immediately after opening the package, when the device was attempted to be used, it was notice that the stylet was bent. Another device was used to complete the procedure. There was no reported patient involvement.